Manufacturer narrative:
(B)(4).

Event description:
It was reported that the longevity estimate was found to be 10.9 months even though a previous longevity estimate 6 months prior was found to be 4.2 years. The patient received no consequences.